Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials: 305916, batch#: rehz0309. It was reported that the bd safetyglide needle was pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Needle detached from hub of needle after vaccination leaving metal needle only in leg which was removed by writer. No vaccine leakage during vaccination, separated on removal. Manufacturer code/model: 305916. Serial or lot number: (B)(6).